Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented due to beeping tones. Interrogation revealed a few messages, one indicating a shorted lead condition was detected and the second that a charge time out occurred. It was also noted a limited device functionality message was observed. The patient reported they had heard a pop the previous day. Replacement of the device and this implantable defibrillation lead was recommended. An invasive procedure was performed. It was reported the lead came apart when it was being explanted. The device was also explanted and a new system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified an arc mark on the device case. Review of device memory confirmed a shorted lead fault was recorded. Analysis concluded the eol condition was due to charge timeouts which were caused by electrical overstress damage when the device attempted to deliver a shock into a shorted lead.